Event description:
The pt had rotor cuff surgery. The deep brain stimulator was on prior to surgery. It was checked sometime afterward and was off. Interrogation of the device with the pt programmer revealed a blinking deep brain stimulator battery indicator light, indicating low battery voltage. See mfg. Report # 3004209178-2010-04493. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).